Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of six samples were submitted to the manufacturer for evaluation. The returned samples underwent visual inspection, during which no defects or abnormalities were identified. The samples were subsequently subjected to luer taper testing, and no failures were observed at the arterial line and the venous line. Furthermore, the samples were subjected to a leak test; three samples did not meet the required performance criteria at the blue patient connector. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
According to the event description: the customer advised that the caps are not threading properly which is causing the machine to suck in air, posing a danger to the patient.